Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during a routine checkup, it was found that the cylinders of this inflatable penile prosthesis had eroded through the glans. There were no previous indications of this issue and no infection. Also, no device issues were reported. The ipp was explanted. No further patient complications were reported.